Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 836 mg/dl. Customer was dizzy and vomiting. Wife transported customer to hospital. Hospital treated with IV and insulin drip. The blood glucose reading decreased to 260 mg/dl. Nothing further reported.